Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer¿s blood glucose level as any specific values were unknown or not provided. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and contact support if the issue reappears.